Event description:
It was reported that the patients spinal cord stimulation (scs) system was not providing adequate pain relief despite optimizing the program. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7116099/7116062. UDI: (B)(4).